Manufacturer narrative:
Pc (B)(4). Batch # unk date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information received: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve surgery, the inconvenience that occurred was that the staple closure was not formed correctly with echelon flex code psee60a and reloads gst60b. The surgeon had to reinforce the entire staple line with clips. There was no problem with the patient, who is already discharged.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2021. As the device was not returned, an analysis investigation could not be performed.  This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a staple line in the tissue. However, due to tissue on staples proper/improper form of staples cannot be determined. Also, some clips can be seen support the tissue. Based on the photo reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.